Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker underwent open heart surgery for non-device related reasons. The device exhibited noise and oversensing on the right ventricular (rv) channel during the procedure. It was unable to be determined if pacing inhibition was greater than 2 seconds for this patient. It was suspected that the noise was from cautery. The presenting electrogram (egm) showed there were no out of range daily measurements and the device was operating as programmed. No adverse patient effects were reported. The device remains in service.